Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter facility name: adachi medical center, tokyo women's medical university block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Update to block g1 for manufacturer contact person block h10: the returned tria firm ureteral stent was analyzed, a visual and magnification evaluation noted that the bladder coil was torn and stretched. Additionally, the suture and positioner were not returned. No other problems with the device were noted. The reported event of stent shaft break was not confirmed. Taking all available information into consideration, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get torn during the procedure, affecting the performance of the device and consistently leading to stent torn. The reported problem of stent shaft break was not confirmed since break was not detected. For this reason, the analyze code will be no problem detected. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was attempted to be used during a stent replacement procedure. The exact event date was not provided. During the procedure, the stent was found fractured. The procedure was successfully completed with another tria firm ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be as no patient injury. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was attempted to be used during a stent replacement procedure. The exact event date was not provided. During the procedure, the stent was found fractured. The procedure was successfully completed with another tria firm ureteral stent. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter facility name: (B)(6) medical center. Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.